Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the irregular clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. When the clip delivery system (cds) was advanced and in the open position and during translation, the clip made a massive move toward the anterior side (lock lever was in the locked position after the clip was opened); the closed clip showed no such movement (lock lever in the locked position). The cds was recovered without any problems, and a new clip was used. Two clips were successfully implanted resulting in a final mr grade of 1. No adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficulty positioning issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the confirmed difficulty positioning appears to be related to an identified bent actuator mandrel and subsequent delivery catheter shaft bend. However, a definitive cause for the observed actuator mandrel bend could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.